Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/24/2016.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to mixed urinary incontinence. It was reported that following insertion the patient experienced infection, urinary and problems, recurrence, emotional and psychological injury. It was reported that the patient underwent left retrograde pyelogram and left ureteral stent placement on (B)(6) 2008 & stent removal on (B)(6) 2008. It was reported that the patient had left urethral stent placement on (B)(6) 2008 & stent removal (B)(6) 2008. It was reported that the patient underwent removal on (B)(6) 2013 due to recurrence. (B)(4) -urinary/bowel problems; undefined recurrence.